Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the physician could recreate the high shock impedances when the patient hugged themselves tightly and when the patient was laying on their left side. No intervention is planned and the physician will monitor the patient.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, this patient presented to the hospital after hearing their implantable cardioverter defibrillator (ICD) emitting tones. Review of the implanted system revealed high out of range shock impedance measurements on this right ventricular (rv) lead. All other parameters were stable and the shock impedance was within range at the time of the review. This patient was discharged and this rv lead remains in service. No adverse patient effects were reported.